Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri), however approximately 8 months later the device was no longer at eri. The most recent monitoring voltage was 2.6 v and the charge time was 17.6 seconds. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the device may have declared eri due to extended charge times and then reverted back to middle of life when the charge times decreased. Technical services discussed replacing the device since eri had been reached. The available information suggests this device remains in service. Should additional information become available this event will be updated. Subsequently, the device was explanted and returned for analysis. This report will be updated when analysis is complete.

Event description:
--

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The device declared end of life (eol) post explant after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4) 2007) advisory population.